Event description:
The customer reported that while monitoring telemetry patients at a xhibit central station, all displays blanked out and would not power back on. There was no patient or user harm associated with this event.

Manufacturer narrative:
A spacelabs healthcare technical support representative attempted to walk the user through troubleshooting, however cause of the failure could not be identified to resolve the failure. The issue was escalated to an internal biomed to resolve the failure. Technical support called the customer back and the customer stated that the issue had been resolved, however details regarding the failure and resolution were unknown. While the customer confirmed the issue was resolved, cause of failure could not be determined due to lack of available information.